Event description:
It was reported that the patient inflatable penile prosthesis (ipp) stopped working. The cause of failure was unknown as the device contained fluid. The preconnected ipp pump was removed but the reservoir was left implanted. An entire ipp system was implanted and the new reservoir was placed on the other side. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.